Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
The device was noted to be pacing in the incorrect mode, resulting in arrhythmia. The event was unable to be replicated. The patient is stable and will continue to be monitored.